Event description:
Reference MDR #1219856-2010-00652 for the first event and MDR #1219856-2010-00665 for the second event involving the same pt. It was reported that the pt was in the cath lab and the intra-aortic balloon (iab) was prepared well. When the iab was being inserted, it became "stuck in sheath." The iab and sheath were removed together. After 3 attempts to insert the iab, the physician decided not to try it again. There was no reported pt death, injury or complications. No medical/surgical intervention was required. There was a delay in therapy of several minutes. Pt outcome is listed as 'still alive."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.